Event description:
It was reported that there was a kink in the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. At that time, it was noted that there was a proximal kink in the was. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.